Event description:
It was reported that froze on wire occurred. A v-14 control wire was advanced and placed in the patient. During loading of a 2.5mm x 150mm x 150cm coyote otw balloon catheter onto the guidewire, the device became stuck on the guidewire and was not able to be advanced or reversed off of the guidewire. The balloon had not entered the sheath or patient at this point. The guidewire had to be removed from the patient and wire access was lost. When the physician inspected the balloon, it appeared that the distal marker of the balloon had become removed from the shaft of the balloon. The procedure was completed with another guidewire and another of the same balloon. There were no patient complications.